Event description:
It was reported that the cuff of the custom smiths medical, trach tube was found asymmetrical which was found after it was noted that her pressures kept dropping and patient irritation. Patient was leaking air from her stoma. Bubbles were coming out of her mouth and air could be felt from her nose. Additional water was added to the cuff with no resolution. The trachs were changed each time to resolve the issue. No further adverse patient effects were reported.

Manufacturer narrative:
H2: additional information: see d10. H3: two bivona tracheostomy tubes with cuffs were received in their original packaging. There were no abnormalities found during the visual inspection of the returned samples. Using a standard syringe, 5cc's of air was inserted into the airway lines of both returned devices. There were no issues identified with the cuffs inflating. A standard ruler was used to measure cuff symmetry on both devices. Measuring from the center of the shaft to the outside of the cuff, both devices measured at 8mm on one side and 9mm on the other side. The reported problem could not be confirmed. There was no fault found with the returned tubes.